Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the pulse generator exhibited noise. The device was explanted and replaced on (B)(6) 2015. The patient was in good condition post procedure.